Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 088) issue. Reportedly, the pump was emitting call service 088 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 03/09/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/16/2017 with the following findings: a review of the black box and alarm history showed evidence of a call service 088 alarm on the date of the complaint. The battery compartment and cap were undamaged and were able to fit securely. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no call service 088 alarms occurred during the investigation. The pump performed within specifications. The reported call service 088 alarm was unable to be duplicated. The pump cover was removed to find moisture corrosion was found on the watchdog circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).